Event description:
The initial reporter originally complained of error messages from a coaguchek xs pro (B)(4). While troubleshooting the error messages the initial reporter provided questionable meter results for 1 patient. The initial reporter provided two different strip lot numbers but was not sure which lot was used. This medwatch will cover strip lot 31497515. Refer to the medwatch with patient identifier (B)(6) for information on strip lot 29779213. At 4:15 pm the meter result was 1.7 inr. At 4:27 pm the meter result was 2.2 inr. The customer used the same finger on the patient for both results. There was no allegation of an adverse event. The patient does not have hematocrit concerns, is not on heparin, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, is not on any new medications, has had no changes in diet, no illnesses, and no symptoms of bleeding or bruising. The customer's meter and test strips have been requested for return. The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. Corresponding retention test strips (lot 29779213 and lot 31497515) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. The investigation did not identify a product problem. The cause of the event could not be determined.